Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed this is the only reocclusion complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
The patient had a normal percutaneous transluminal angioplasty (pta) during a clinical registry study prior to the use of any lutonix . The patient's vessel became reoccluded and was treated on (B)(6) 2014 with two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters. The target lesion was located in the right superficial femoral artery (sfa). Approximately 21 months after the procedure, the patient's right sfa vessel was reportedly reoccluded. A revascularization was performed involving normal pta and the hcp deemed it was successful. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2016-00190.